Event description:
The following info was provided by the customer; a pt with an admitting diagnosis of an st-segment elevation myocardial infarction (stem), which was related to an occluded left anterior descending artery (lad), underwent a percutaneous coronary intervention (pci) of a coronary vessel in the lad. The site reported that during the procedure, the plunger disconnected from the piston. The staff proceeded to exchange the syringe and purged the system accordingly. During the exchange and re-setup of the syringe, the pt suffered another infarct and exhibited subsequent arrhythmias and ECG changes. Drugs were administered to the pt, including supra and atropine. An indeterminate amount of air was reportedly visualized in the proximal portion of the ramus circumflex following the first contrast injection. The pt was stabilized. Post procedure, the pt was admitted to the intensive-care unit (ICU) and subsequently expired the following day. The procedure was hectic due to the nature of the pt's serious condition (actively infarcting); therefore, the hospital staff was not sure how the air injection occurred and whether or not the injector and disposables were a contributing factor. In addition, any correlation of the air injection to the pt's arrhythmias and ECG changes is indeterminate. We requested a copy of the autopsy report. The chief of the cardiac department stated that he has not been informed of the autopsy results, which to him, typically indicates that there was no unusual circumstances surrounding the pt death.

Manufacturer narrative:
The customer declined a medrad system service check of the injector; however, a medrad clinical support specialist performed a routine set up of the injector and corresponding disposable - the testing confirmed that the system was working properly. The site continued to use the injector after the reported event until (B)(6) 2011 when it was exchanged for another unit (due to unrelated reasons). The site did not retain the disposables that were in-use during the reported event; however, a review of the customer's sales order history was performed. We identified the following possible lot numbers that may have been in-use during the reported event. Medrad multi-pt disposable set (mpat), lot number 112101. Medrad avanta syringe lot number(s), 110818 and 110389. Medrad single-patient disposable set (spat), lot number 112401. Medrad qa product analysis tested retained samples from the above lot numbers. No visual or functional defects were identified - all product performed to medrad spec. Add'l applications training was provided to the customer on (B)(6) 2011.